Event description:
The customer reported that a cautery cord and lap spatula, were plugged into the generator, with coagulation set on 28-30. The lap spatula was set down by the pt's foot while the surgeon worked in the pt cavity to coagulate, but when the surgeon activated the coagulation, nothing happened. The operating room nurse, noticed a burning smell. It was found that the lap spatula had been activated without anyone touching it, and a pea-sized burn occurred on the pt's foot. The surgeon removed the burnt tissue on the foot with a scalpel and sutured the wound closed.

Manufacturer narrative:
(B)(4). The generator was returned to covidien and evaluated. The investigation found nothing that would have caused or contributed to the reported event of the lap spatula activating without anyone touching it. The generator was calibrated, passed all tests and performed satisfactorily. The customer has indicated that the electro-surgical pencil is not being returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.